Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced facial nerve stimulation and poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.